Event description:
It was reported that the catheter leaked blood. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the femoral artery. During preparation, it was noted that blood leaked at the gap between the shaft and the pod. The procedure was completed with another 2.4mm jetstream xc catheter and there were no patient complications reported.